Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states): "arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia."

Event description:
The complainant reported a patient needing an impella cp device for mechanical circulatory support due to cardiomyopathy. While on support, slight oozing was noted at the access site. There was no additional information regarding intervention. Additionally, the patient went in supraventricular tachycardia (svt) overnight requiring adenosine x2. The patient was escalated to an impella 5.5 with continued venoarterial extracorporeal membrane oxygenation (va-ECMO) support.

Manufacturer narrative:
The investigation for the ventricular tachycardia (vt) has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vt could not be determined. Corrections to the initial MFR report: g1 MDR reporting contact email.